Manufacturer narrative:
It was reported to philips that the device's paddles are not functioning. The field service engineer (fse) provided remote support of the reported issue. Upon investigation, the cause was traced to a faulty paddle tray and fse recommended the part be replaced. Material only order initiated. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the paddle tray. The part was shipped to the customer for replacement to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's paddles are not functioning. The device was reported to be in use, however there was no adverse event to the patient or user.